Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, limited mobility, elevated metal ions, and difficulty walking. After review of medical records, patient was revised to address metallosis with loosening of proximal stem. Operative notes stated the findings of cyst in the greater trochanter and metallosis extending into bone-implant interface. There was a very visible and obvious motion between the stem and proximal femur with bubbling of blood/fluid at the implant-bone interface on moving the stem back and forth using surgeon's hand. Laboratory results taken last (B)(6) 2016: cobalt serum = 1.9 ug/l (higher than the reference range of 1.0 ug /l ). Doi: (B)(6) 2007; dor: (B)(6) 2016; (left hip). Patient is bilateral. See (B)(4) for the right hip.